Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the sensor readings were inaccurate and the blood glucose ran high. The blood glucose reading was 404 mg/dl. The customer had not received any alarms. The customer treated with the insulin pump and declined troubleshooting for that issue. The insulin pump was not replaced or returned for analysis.